Event description:
It was reported that during implant, there was a screw issue. The lead would not extend properly. The impedance was >2000 ohms in bipolar, and 1700-1900 ohms in unipolar, and unipolar via ring electrode was 253 ohms. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; however, blood was found on the helix; full lead returned and analyzed.